Event description:
The customer reported that the device turns on and off even after a new battery is replaced. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device.

Manufacturer narrative:
A second processor pca was returned 11/9/17: pca (B)(4)/pca (B)(4). One processor pca (second processor pca) was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. .